Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector on the ilet system broke and became lodged on the ilet, preventing removal of the cartridge until school staff used tweezers to grasp and unscrew the connector, after which the cartridge was removed and the user reconnected with a new connector and resumed pump therapy; blood glucose rose to 367 mg/dl for approximately 35 minutes, and no back-up therapy or ketone testing was performed. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with user self-management and no medical intervention. Investigation included troubleshooting with the user and education on resolving the connector issue. Investigation of this case revealed that the connector separated and impeded normal disconnection until manually removed, after which normal function was restored with replacement supplies. It was concluded that the event was related to a connector malfunction resulting in transient hyperglycemia without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.